Event description:
While drilling for a hand fixation procedure, the tip of the 1.1mm drill broke off in the pt's hand. The surgeon was unable to retrieve the drill bit fragment from the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.